Event description:
The customer reported the msiii displayed a rate inconsistency error while in use on a patient. The device was replaced and the infusions were restarted. There was no report of patient harm or medical intervention. Although requested, no additional patient or event details were provided.

Manufacturer narrative:
(B)(4). The device has been received and the investigation is pending. A follow up report will be submitted with evaluation results once the investigation has been completed.